Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, the physician found out that the patients spinal cord stimulation (scs) lead had migrated. The migrated lead was explanted and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6).